Event description:
The lead was deactivated on (B)(6) 2011. Due to fidelis lead extracted per advisory. The procedure took place at (B)(6). The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).